Manufacturer narrative:
*Investigation: x-inspect returned samples. *analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured in 2005. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was at (B)(4) on 7/25/2016 for a broken trigger and a tear in the silicone hose. The unit was also observed to be notably dirty and mishandled. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. The complaint was not confirmed. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4), this unit was at (b(4)I on 3/17/2020. Visual evaluation: visual examination of the complaint unit revealed physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to end user handling error as well as wear and tear. *correction and/or corrective action: the unit was repaired, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. *preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated "freeze trigger sticks". Reference repair order #(B)(4). Ref e-complaint-(B)(4). 1216677-2020-00100 ll100 cryosurgical 900001 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Customer stated "freeze trigger sticks". (B)(4). Ll100 cryosurgical 900001.